Event description:
On (B)(6) 2014, the reporter contacted lifescan alleging the usb cord did not fit in the data port. There is no indication the alleged issue caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.